Event description:
Adverse event(s): "delay in surgery" (no code available). Product problem(s): "footswitch stopped working during a case, system switched out" (footswitch failure). A nurse reports the foot switch stopped working during surgery. Troubleshooting was not successful and another system was brought in to complete the case. There was a 40 minute delay in surgery, however, there was no pt injury reported.

Manufacturer narrative:
The vitrectomy manager was onsite during the surgery and attempted to get the footswitch to work, but was unsuccessful. The territory manager confirmed the nonconforming footswitch was activating the right heel switch at all times. The footswitch was returned to the manufacturing facility for analysis. Functional testing of the returned footswitch was performed using a footswitch tester. When connected. It was noticed that the right heel switch was activated all the time. This confirms the reported issue. The footswitch heel switch was disassembled and troubleshot. It was found that the screw was screwed too tight causing the heel switch surface to activate the switch without having to depress the surface. Loosening the screw subsequently addressed the issue. The root cause is attributed to a tight screw. (B) (4). (B) (4). (B) (4).